Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 22may2019. The customer confirmed the reported nav-ring issue. The customer reported that the nav-ring was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.